Manufacturer narrative:
Concomitant medical products: d314trg crt-d implanted (B)(6) 2012. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The analyst noted that the proximal conductor was fractured at 51.5 cm the right ventricular defibrillation was fractured at 57.4 cm and the interior superior vena cava defibrillation cable fracture at 45.4 cm from the connector pin. The initial reported event of a defective lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
A lawsuit alleged that the patient has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages due to the defective implanted right ventricular (rv) lead. It was reported that the lead was exhibiting high impedance and that the high voltage defibrillation coils had fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.